Event description:
The pt was in the clinica for an examination, during which spontaneous vf occured that was not treated by the ICD. The pt had to be treated with an external defibrillator. The ICD was interrogated and was in the safe program.